Event description:
It was reported that the customer was hospitalized due to low blood glucose levels and a diabetic seizure. It was stated that the customer had delivered a bolus of 20 units prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. Found multiple night time boluses in the bolus history between (B)(6) and (B)(6) 2012. The insulin pump was not exposed to high magnetic fields. The insulin pump passed the displacement test. Advised the customer to lock the keypad during the night to avoid accidental bolus deliveries. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.